Manufacturer narrative:
Philips investigated this complaint. According to the additional information collected, the system was in clinical use when the issue occurred. The diagnostic coronary procedure was aborted, and the patient was moved to another room to complete the procedure. A philips field service engineer (fse) visited the site and confirmed the reported issue. The fse checked the system and found that the f12 fuse in the m-cabinet was blown. After further investigation, the fse determined that the geo-pc had a short circuit causing the f12 fuse to blow. The fse solved the issue by replacing the geo-pc and f12 fuse. After the replacement of these parts, the system was returned to use in good working order. The codes were updated based on the investigation outcome. Device problem code was corrected.

Event description:
It was reported to philips that the system could not start up. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.